Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The technician found the left and right foot brake casters move when locked in brake and the bed is pushed. The technician adjusted the caster stop pads to repair the bed.